Event description:
It was reported that the luer connector at the patient end of an anti-siphon pca combination set was cracked and leaking. The reporter stated that the cracks were ¿hairline cracks that are not noticeable until the solution leaks.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.